Event description:
It was reported a resident was attempting to readjust self in bed when foot of bed collapsed. The resident was at facility for fracture tibial, and was examined completely, no further injury noted. The resident claims more pain now - unsubstantiated per facility.